Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument passed the electrical continuity, energy delivery, cut and jaw gap verification tests. The instrument also passed the grip force test. The instrument was fully functional. A review of the logs shows no errors. Grip force test results: straight = 7.227; pitch = 7.235; yaw = 7.492. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of system logs for system sk3022 with a procedure date of 28-aug-2020, confirmed a vessel sealer was (pn# 480422-01 / lot # l92200326 - 0169) was exchanged with another vessel sealer (pn# 480422-01 / lot # m91190924 - 0177) during this procedure. This is a single use instrument. Based on the additional information obtained from or staff this complaint is being reported due to the following conclusion: the generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. The vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer wouldn't fire. The site tried to use the instrument multiple times. They used a new vessel sealer and it worked just fine. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they were trying to seal colon tissue. They heard all the audible tones as if the vessel sealer was working correctly, but there was no energy, no error, and it was not sealing the bleeding tissue. The bleeding was part of the procedure, it was not caused by the vessel sealer. The vessel sealer did not provide any energy. Because it did not seal the tissue and there was no energy at any point, the surgeon did not cut the tissue. There was no tissue tension, tissue calcification, and the tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when this issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no tissue effect observed during sealing cycle. They used a back-up vessel sealer to complete the procedure with no patient injury. The operating room(or) staff further clarified, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. The seal cycle completed with the 3 fast audible tones as expected, but there was no energy at any point.